Event description:
It was reported that bd iag bc global blood control feature did not work, and needle did not retract. The following information was provided by the initial reporter: during catheter insertion, once the vein was punctured, blood was visible in the chamber but continued to rise into the sheath. Blood was flowing through the device. It was also impossible to retract the needle into the sheath. After several attempts, the catheter finally retracted. 1. There was no harm to the patient and the user, other than the occurrence of heavy bleeding leading to blood loss and splashing blood. 2. The incident took place on (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of a leak beyond the blood control valve was confirmed from the circumstantial evidence of one of the two returned samples. One fully retracted needle was received with what appeared to be blood residue throughout the safety shield, which suggests that blood likely leaked through the IV catheter. The IV catheter that was attached to the retracted needle was not returned for investigation. As the IV catheter was not returned for investigation, the cause of the leak and the reported retraction issue could not be determined. A separate 18g insyte autoguard bc device, which exhibited no evidence of use, was received in an opened unit package. No damage or defects were observed on the device. A functional test showed that the needle fully retracted and no leaks were noted through the blood control valve. The reported needle retraction issue and needle defect were not confirmed with functional testing or a visual and microscopic examination. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.